Event description:
One of the legs, which is transparent, turned opaque & they noticed that it split and started to leak. The pt started to lose blood and had to be taken to or to have the catheter removed. The catheter was replaced.

Manufacturer narrative:
The device history review showed nothing related to this incident and no complaints of similar nature.